Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings:the keypad symbols were observed to be worn off but there was no visible damaged noted to the keypad. The pump keypad buttons were tested and found that the down and contrast buttons were intermittently responding to button presses. The keypad was removed and contamination was found under all of the button contacts. Unrelated to the complaint, the display screen was observed to be faded and discolored; the contrast was set to maximum without improvement to the display. Also unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump buttons were sticking. The reporter indicated that the down arrow button also had issues with intermittent response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.